Event description:
The user facility reported to baxter that the device failed to alarm, downstream occlusion, as expected during incoming to bio medical inspection testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: baxter's on site evaluation concluded that the reported condition, failure to alarm downstream occlusion, was confirmed. The pumps pressure / down stream occlusion recorder was 32.5psi and the second test value was 32.9psi. These values are above the recommended values stated in the service manual of 22 +/- 10 psi. The pump was sent to baxter's product analysis laboratory for further evaluation. A follow up report will be submitted should the results become available. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.